Event description:
I started using the omnipod 5 on (B)(6) 2022. Since this time the insulin delivery on this pump has been sporadic at best with large time periods of no insulin delivery. I often wake up with close to no insulin delivery the prior night. Insulet has been unresponsive at best in helping me with this pump. The result has been that by blood sugar control has dramatically decreased, and I've needed to seek medical attention. FDA safety report ID# (B)(4).